Event description:
See initial report.

Manufacturer narrative:
H11: review of the provided pump sheet confirmed the reported condition. Specifically, an increasing pressure drop across the oxygenator was observed during the aortic cross-clamp phase; the device was replaced within approximately five minutes, with no patient impact. Device was requested back to manufacturer for analysis: visual inspection revealed blood residues inside the unit, with high quantity of clotted blood into the arterial filter. During functional testing in accordance with product design specifications and uni iso 7199:2017, the reported high transmembrane pressure gradient was reproduced. Specifically, the measured pressure drop in the blood path was 461 mmhg at 3 l/min, exceeding the acceptable range defined in the product specifications ( p = 170¿320 mmhg at 6 l/min, with hemoglobin 12 ± 1 g/dl and temperature 37 ± 1°c). Complaints database identified one additional similar event associated with the same batch lot. Those two events were reported by the same hospital and occurred during different procedures. No concerning trend or pattern indicative of a systemic issue was identified for the reported failure mode. Considering the clogged condition of the returned device and according to the outcome of investigations performed on previous similar cases, the reported event was reasonably attributed to the progressive accumulation of biological material, including platelet aggregates and fibrin mass, within the oxygenator fibers during clinical use. Pressure drop excursions across membrane oxygenators during cardiopulmonary bypass (cpb) is a known phenomenon reported in literature in all membrane oxygenators with multifactorial origins, and can be influenced by: shear stress and exposure time within the oxygenator; blood viscosity, modulated by hematocrit and temperature; surface interactions between blood components and artificial materials; surgery and cpb clinical impact; pathological patient conditions. These occurrences are not predictable or uniform and typically arise from a combination of clinical and patient-specific factors. From a clinical standpoint, high pressure excursions may be influenced by emergency surgical conditions, high perfusion flow rates, and suboptimal haemodilution strategies. On the patient side, elevated hematocrit levels, large body surface area, certain blood types, and underlying prothrombotic tendencies can contribute to increased risk. While the phenomenon cannot be entirely eliminated due to its multifactorial nature, a combination of patient-specific risk assessment and standardized clinical protocols can significantly reduce its incidence and improve patient outcomes during cpb. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. The inspire 8f m oxygenator is a non-sterile device assembled into a sterile convenience pack (lot 2409200096) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 8f m oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalogue number 050703) is registered in the USA (510(k) number: k180448). H.4. The device manufacturing date refers to the sterile, finished convenience pack into which the oxygenator was assembled. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of an high pressure excursion phenomenon involving an inspire 8f oxygenator. The event occurred during procedure. There was no patient impact.